Event description:
Lead dislodged and showed bad sensing measurements.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed a stretched and bent fixation screw of the lead, as consequence of which the functioning of the fixation mechanism was impaired. This damage is probably the result of excessive mechanical stress during the operation. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.